Event description:
Literature was reviewed regarding bioprosthetic valve fracture during valve-in-valve transcatheter aortic valve replacement (viv-tavr).  The study population included 12 patients (6 male; 6 female) who had a mean age of 81 years old.  Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included a 21-mm mosaic surgical bioprosthetic valve and a 23-mm evolut pro transcatheter bioprosthetic valve.  Among all patients, clinical observations that occurred with the previously implanted valves included: pre-operative mean gradients of 44 mmhg, and pre-operative paravalvular leak (pvl) which was resolved after viv-tavr.  Among all patients, clinical observations that occurred with the newly implanted valves included: post-operative mean gradients of 14 .9 mmhg, and coronary occlusion by valve leaflet requiring intervention.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: hamandi et al.  Bioprosthetic valve fracture during valve-in-valve transcatheter aortic valve replacement. Proc (bayl univ med cent). 2020 mar 6;33(3):317-321. Doi: 10.1080/08998280.2020.1732267.  Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.